Event description:
Prior to a coronary stent procedure, the stent dislodged during removal from the carrier tube. Resistance was noted during removal. No patient injuries or complications were reported.